Event description:
The customer reported the mainframe is not booting. The mainframe shows nothing on led display. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced ffb, gib and control panel processor. Reloaded configuration files. System is operating as intended.